Event description:
For coil embolization of the right internal iliac artery aneurysm for isolation, the physician selected detach-18 spiral coil platinum embolization coil system and tornado platinum embolization microcoil. He placed three dcs coils and five tornado coils in the distal side, and three dcs coils and four tornado coils in the proximal side. After placement of the coils, he pulled a balloon catheter to perform angiography and he found one of the tornado coils got tangled with the balloon catheter. He inflated the balloon to release the coil and removed the balloon catheter, however approximately two loops of the coil end extended to the external iliac artery. A stent graft was placed in the common iliac artery to the external iliac artery to press the coil end against the vessel wall and the procedure was completed. The physician recognized it was a technical error. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional surgical procedure is not listed in the instructions for use. Migration is not listed in the instructions for use. The product will not be returned to assist in the investigation as it is still implanted. Per specifications, quality control inspects the diameter of first and last curl. The product is shipped with instructions for use which states: "positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel." As stated in the customer's description of the event, it is likely that this failure was due to user technique. We will continue to monitor for similar complaints and have notified the appropriate personnel. Per the conclusion of quality engineering risk analysis, no further mitigating actions are necessary at this time.